Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated at zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log from the event observes a "defib state: charge error". When this occurs, the users are prompted with this error and any energy the device has charged is internally dumped and is unable to be delivered to a patient. There are no low battery warnings or power related errors. However, there is an indication that the device was in a defib charging cycle and the battery voltage dropped below 8 volts. An internal inspection found no discrepancies. It is possible that an out of calibration battery can cause a charge error, but the battery used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.